Event description:
Tens treatment at chiropractor resulted in patient blistered on the edge of the pad (electrode). Doctor advised patient to use ointment.

Manufacturer narrative:
Electrodes involved were returned, but original packaging with lot number and "best if used by:" date was not available. Evaluation test showed no indication of incorrect manufacture or performance.